Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Please see svn# (B)(4) using MDR# 3004209178-2016-95472.

Event description:
The customer called to report that the reservoir leaked insulin. The customer's reading was 584 mg/dl. The customer bolused with the insulin pump. The customer's reservoir was replaced and agreed to return his for analysis.